Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, patient experienced a loss of connection. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Outcomes attributed to adverse event - correction to remove congenital anomaly/birth defect.